Event description:
It was reported that during an unk procedure, used el5ml during surgery. Malfunctioned and they had to change instrument. There was a 10-20 minute delay. No patient consequences were reported.

Manufacturer narrative:
(B)(4)date sent: 6/8/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98d0j. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned el5ml device determined that it was received with no apparent external damage. During functional testing, the device was fired; however, the clips failed to advance into the jaw. Upon further inspection, the tip of the advancer was observed to be bent. The instrument was subsequently disassembled for detailed evaluation. Disassembly confirmed that the advancer was bent, which likely impeded proper clip advancement. Additionally, twelve (12) clips were found within the clip track. The event reported was confirmed and it is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98d0j number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the alert date? Please provide more details about the device quality issue. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Did the clip not hold on the vessel or tissue once placed? Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (Cut off, forced open) if the device was cut off, was there any damage to the vessel/tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.